Event description:
It was reported that the patient presented to the clinic due to a sensation of occasional palpitations. It was noted there was phrenic nerve stimulation from the right ventricular (rv) lead and the rv lead was reprogrammed. The lead remains in use. The patient is a participant in the (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.